Manufacturer narrative:
Model number/catalog number: sc-8416-50; serial/batch number: (B)(4); model/catalog description: artisan MRI paddle lead 50 cm.

Event description:
A report was received that the patient was not experiencing adequate stimulation despite multiple reprogramming. The patient underwent a revision procedure wherein a ipg and lead were replaced. The patient was doing well postoperatively.